Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
The account alleges that the kyphoplasty balloons were deployed into the vertebral bodies of the t12 vertebra under fluoroscopic guidance and satisfactory balloon fill was noted at each level bilaterally. On the right side, during balloon inflation, the balloon ruptured despite no pressure over 400mhg. During removal of the balloon, the small platinum-iridium marker was retained within the vertebral body. An intraoperative decision was made to leave the retained foreign object within the t12 body as retrieval would be more damaging, dangerous, and invasive than the risks of leaving the retained object within. A decision was made not to cement the right side of the body as there was potential for lateral side wall fracture during balloon rupture. On the back table, bone cement was mixed and after withdrawal of the balloons from the vertebrae, the bone cement was injected under fluoroscopic guidance into the t12 vertebrae bilaterally with excellent bone fill, showing fracture fill with the cement. After withdrawal of the kyphoplasty cannula, ap x-rays were taken demonstrating excellent bone fill at t12. No patient injury.